Event description:
Hosp advised that a bottle of intralipids was set up to infuse at 25cc/o. Thirty minutes after the infusion was started all 60 cc's had infused. The physician was notified at 19:30 on 10/2001. No pt consequence. No further info was provided. Hosp advised they suspect user error.